Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that over the last two years the subcutaneous implantable cardioverter defibrillator (s-ICD) has administered inappropriate shocks and inappropriately charged due to atrial fibrillation (af) above the programmed rate zone. The last episode noted two months ago this year showed five shocks were administered, thus exhausting therapy. The clinic reprogrammed the shock zone on the s-ICD from 240 to 250 beats per minute. No adverse patient effects were reported.

Event description:
Additional information was received that the patient was hospitalized and medication was given due to the atrial fibrillation (af). The s-ICD remains in service and no adverse patient effects were reported.